Event description:
Patient in cath lab for lower extremity angiogram and intervention. Left posterior tibial artery wired with .014 x 300 command wire and .018 cxi microcatheter. Command wire exchanged with .014 x 335 cm viperwire for atherectomy. Atherectomy performed by 1.25 x 145 cm csi micro diamondback catheter. Csi microcatheter removed successfully however, viperwire broke off in patient's body (left foot). Attempts to snare wire fragment made with 4 mm microsnare (unsuccessful). Successfully snared with 4-8 mm ensnare.